Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for the return was visually confirmed. Additional information b5. Medtronic received additional information that sterofundin, heparin sakarin, prbc (packed red blood cells) and albumin were used in prime. For clarification, the incident occurred during blood priming, before cannulation and going on bypass. There was blood loss from the blood bag used during the blood priming only, not the blood of the patient. There was estimated between 100-120ml blood loss from the blood bag. Again, this occurred during priming/re-circulating with blood under 2.5l/min while no cannulation had occurred yet and they were not on bypass. The customer cannot confirm if an unplanned blood transfusion was required as a result of this leak as the customer was advised to use prbc to prime the circuitry due to low hemoglobin/hematocrit of the patient. There was a blood transfusion even after replacing the leaking oxygenator. Medtronic received additional information that the customer did not administer the transfusion because of the leak. The blood transfusion was administered to blood prime the reservoir and oxygenator. The baseline hematocrit is 24% only. That is why the customer was advised to prime the reservoir with blood. Again, the incident happened before the cannulation and before going on pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a scheduled coronary artery bypass graft procedure, the fusion oxygenator was primed at a flow rate of 2.5 l/min. Due to low hemoglobin and hematocrit levels, blood priming of the circuit was initiated. During this process, blood leakage was observed originating within the membrane of the oxygenator. A leak check was performed, confirming that all external ports were secured, and further inspection identified the source of leakage within the membrane. Senior staff assessed the situation and determined that the oxygenator needed to be replaced to maintain patient safety during bypass. No patient complications have been reported as a result of this event.